Manufacturer narrative:
(B)(4). Device is currently unavailable.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015 for reasons not reported. Additional information has been requested but has not been made available as of the date of this report, august 5, 2015. The device has not been made available for analysis as of the date of this report.

Manufacturer narrative:
Correction: the device was not explanted on (B)(6) 2015 as previously reported; the device remains in-situ. This report is filed (B)(6) 2016. The implanted device remains.